Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The two most distal stent strut rows were damaged. The undamaged proximal crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. After a non-bsc guide extension catheter was used, a 4.00 x 20mm synergy¿ stent was advanced but got caught at the port of the guide extension catheter and the edge of the stent strut got lifted. The procedure was completed with a 3.5x20mm synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. After a non-bsc guide extension catheter was used, a 4.00 x 20mm synergy¿ stent was advanced but got caught at the port of the guide extension catheter and the edge of the stent strut got lifted. The procedure was completed with a 3.5x20mm synergy¿ stent. No patient complications were reported and the patient's status was stable.